Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd nexiva closed IV catheter needle broke. The following information was provided by the initial reporter: cannula inserted into patient acf. Good venous return, needle not yet removed from cannula but observed something under skin that did not look normal. Cannula removed due to this. Plastic tubing and metal needle had come away from each other.

Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that the bd nexiva closed IV catheter needle broke. The following information was provided by the initial reporter: cannula inserted into patient acf. Good venous return, needle not yet removed from cannula but observed something under skin that did not look normal. Cannula removed due to this. Plastic tubing and metal needle had come away from each other.